Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure was delayed a ¿few¿ minutes as a different valve and delivery catheter system (dcs) had to be prepared. The patient had a known bicuspid valve, sievers type 1.

Manufacturer narrative:
The valve was returned loaded inside the delivery catheter system (dcs). The valve was removed from the dcs and returned to the valve product analysis lab. The valve was received at the product analysis laboratory in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored and showed evidence of blood contact. The valve was received in a compressed state. Visual evaluation of the returned valve noted that all the leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. As received, a coaptation review noted all the leaflets appeared partially open. A large gap was observed between the free margins. All the commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It was possible the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding could not be performed. Updated data: d9, h2, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had a pre-existing left bundle branch block (lbbb). However, following ho spital admission for the valve implant and after the valve implant procedure ended, the patient developed a worsening lbbb. The qrs interval measured 120 milliseconds (ms) and increased to 160 ms. The lbbb was reported as incomplete. Electrocardiogram (ECG) diagnostic testing occurred. However, treatment was not required. The lbbb resolved approximately 1 month later with sequelae. No patient complications have been reported as result of the lbbb. The physician indicated the lbbb was probably related solely to the implanted valve and implant procedure.

Manufacturer narrative:
Image review: case report images were provided. The annulus perimeter was 85.0 millimeters (mm) which suggested a 34 mm evolut. The aortic valve appeared to be bicuspid with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). The effective orifice area was not provided. Sinus of valsalva (sov) mean diameter was 30.9 mm which is below the recommended mean diameter of 31 mm for a 34 mm evolut. The rcc measured 28.8 mm. The lcc measured 30.0 mm. The ncc measured 33.9 mm. The screening report noted an atrio-ventricular (av) vmax of 3.5 meters per second (m/s). The av mean peak gradient (pg) measured 30.5 mmhg. The aortic valve are (ava) measured 1.17 cm². The left ventricular (lv) ejection fraction measured 30%. Mild mitral regurgitation was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-34}}; product lot/serial number {{(B)(6) }}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a bioprosthetic transcatheter valve, a pre-implant balloon valvuloplasty was performed. The valve was prepared without issue and a misload was not identified. The first deployment attempt with the delivery catheter system (dcs) was too low. The valve was recaptured and partially repositioned again. At this point, a valve infold was identified. This system was removed from the patient. A different dcs and valve were successfully used for the procedure. No patient complications have been reported as a result of this event